Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01264.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot. Surgical notes reviewed.other methods of investigation: visual inspection, microscopic inspection, and spectroscopy

Event description:
Allegedly removed during the revision of another component. Very active farmer.